Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 4/3/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was cut in two (2) pieces. The two (2) haptics were inserted as part of the product and are in good condition. To verify the reported film in the initial report they tried to take off the lens from the gauze due to the material/particles, a film could not be identified. The gauze fibers were impregnated in the lens. Due to the condition of the returned product, the complaint issue could not be verified. A product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a customer is returning the za9003 intraocular lens (iol) and emerald cartridge due to a complaint of a "film" on the za9003. It was stated that the customer is not sure if the film is on the lens or if it came from the cartridge. It was learned that the iol had patient contact and was removed. No other information was provided. This MDR report pertains to the iol suspect product. A separate report will be submitted for the cartridge suspect product.